Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports going to the dentist who performed a clinical and radiographic examination which revealed generalized moderate to severe areas of enamel wear and erosion. The dentist noted that if the malocclusion may result in dentition leading to cracking, chipping and possible loss of teeth if untreated/supervised by an orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.